Event description:
Patient reported that they were evaluated by an orthodontist who recommended that they discontinue aligner treatment. Patient provided letter of recommendation which says that the orthodontist evaluated the patient who since starting aligner treatment has jaw soreness and crowding on their lower anterior teeth. The findings are class ii molar classification, overjet is excessive, overbite is acceptable, maxillary spacing, mandibular crowding is moderate, midlines are uneven, gingival condition is normal, hygiene is good, cr/co shows no significant difference and tmj symptoms include occasional clicking and popping and recent onset of soreness. Orthodontist recommends patient to discontinue byte aligner treatment due to the recent onset of symptoms and recommends the following, partial fixed orthodontic appliances (bond #21-#28), possible nonextraction orthodontic treatment, treatment time will be approximately 6-8 months.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.